Event description:
It was reported by service report that the plastic bearing broke off the headsection. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Customer inspected unit and will fix upon receipt of the parts.